Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was unknown. Reportedly, the customer did a supply change, a correction injection and also a correction bolus via pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer will continue to use current pump for insulin therapy.